Event description:
It was reported there was a system alarm/occlusion alarm while infusing a routine order sodium chloride/normal saline (ns) and dexamethasone. The volume to be infused of the dexamethasone (primary line) was 50 ml programmed to run at 250ml/hr which is the line with the occlusion errors. The volume to be infused for the secondary line of ns was running "concurrently for comfort" at 250ml/hr. The customer stated "the primary line and showed almost no pressure on the monitor. If this was stopped, the dex short set would run with pretty high pressure for just a minute or 2, then would alarm with occlusion". The infusions were programmed using guardrails and when pumps were switched the infusions were programmed as IV maintenance fluids (with the same results). There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : c20 no findings available, d15 - cause not established. Correction : medical device serial #, concomitant med prod data, device manufacture date. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was a system alarm/occlusion alarm while infusing a routine order sodium chloride/normal saline (ns) and dexamethasone. The volume to be infused of the dexamethasone (primary line) was 50 ml programmed to run at 250ml/hr which is the line with the occlusion errors. The volume to be infused for the secondary line of ns was running "concurrently for comfort" at 250ml/hr. The customer stated "the primary line and showed almost no pressure on the monitor. If this was stopped, the dex short set would run with pretty high pressure for just a minute or 2, then would alarm with occlusion". The infusions were programmed using guardrails and when pumps were switched the infusions were programmed as IV maintenance fluids (with the same results). There was patient involvement, but no harm.